Event description:
It was reported that episodes of non-sustained ventricular tachycardia were recorded on the right ventricular (rv), which appeared to be non-physiological noise. High impedance and oversensing was also noted and fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed a resistance/impedance increase. Weekly pace impedance trend data shows an abrupt increase for min and max ventricular pace bi impedance of 627 to 2033 ohms range between (B)(6) 2012 and (B)(6) 2012. Oversensing and noise also occurred. 15-ventricular non-sustained tachycardia episodes of less than or equal to 210 ms occurred between (B)(6) 2012 23:12:41 and (B)(6) 2012 05:31:53. 5 ventricular fibrillation (vf) episodes of 200 ms average v-cycle occurred between (B)(6) 2012 06:19:11 and (B)(6) 2012 20:17:52. Ventricular short interval count v-sic of 1047 counts, in 3.92 days, occurred between (B)(6) 2012 15:52:41 and (B)(6) 2012 14:01:41. (B)(4).